Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 5-1 with multiple pockets not detected on bus. A field service engineer (fse) reseated row board cables and verified functionality through hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failure occurred on drawer 5. The customer reported the failed drawer issue and attempted to resolve it by rebooting the station and performing a recover storage space procedure; however, the issue persisted. The drawer displayed a status of "failed and requires maintenance." The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.